Manufacturer narrative:
Approximate age of device- 3 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was found unresponsive and was transported to hospital where the system controller was exchanged. The clinician noticed that the batteries were low. The clinician suspected that the patient expired due to completely draining all the batteries causing the pump stop. The manufacturer's technical service reviewed the log file and found that the patient completely drained both the batteries and the backup batteries while sleeping. The patient will not undergo autopsy and the device will not be explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump stop and controller clock reset can be confirmed based on the submitted log file. The log file, dated (B)(6) 2018, contained approximately 2 days of data, spanning from (B)(6) 2018 19:15 to (B)(6) 2018 08:15, which captured normal pump parameters until (B)(6) 2018 07:15, when no external power alarms were captured and the ebb was engaged. The ebb eventually depleted and the pump stopped. This pump stop caused the controller's clock to reset. The pump remained off until the end of the log file. The events captured in the log file are consistent with the depletion of the patient's batteries, causing the pump to stop, and the controller to reset. No autopsy was performed and the device was not explanted. No product available for investigation. The heartmate ii lvas IFU provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The patient care and management section of the hmii IFU contains information on managing blood pressure. Pulmonary hypertension and respiratory failure are listed in the hmii lvas IFU as a potential risks and adverse events associated with the use of the heartmate ii left ventricular assist system. The heartmate ii patient handbook and the heartmate ii instructions for use explain all alarms, including no external power, and the proper actions to take if the alarm cannot be resolved. Labeling indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping otherwise the alarms may not be heard (how your heart pump works: power module, p/n 106020-wcd,) the backup battery located inside the system controller, powers the pump for at least 15 minutes during a power-loss emergency the heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning, as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a history of chronic heart failure, copd, diabetes, hypertension, hyperlipidemia, and hyperparathyroidism.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump stop and controller clock reset can be confirmed based on the submitted log file. The heartmate ii lvas IFU provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate ii patient handbook and the heartmate ii instructions for use explain all alarms, including no external power, and the proper actions to take if the alarm cannot be resolved. Labeling indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping otherwise the alarms may not be heard. The backup battery located inside the system controller, powers the pump for at least 15 minutes during a power-loss emergency. The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning, as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.